Event description:
It was observed in a aaos paper titled "early onset failure of porous tantalum monoblock tibial component" there were six pts identified with ingrowth and/or collapse of uncemented tibial components. It is unk if the pt has been revised due to the info provided in the paper.

Manufacturer narrative:
Several unsuccessful attempts were made to obtain add'l info regarding the events cited in the aaos paper. Should add'l info be provided in the future, this report shall be updated. Conclusion: contrary to reported literature regarding monoblock porous tibial components with excellent survivorship at mid-term, we present a case series of early onset failures which show strikingly similar pattern. Further studies are needed to correlate use of porous tibial components with pt demographics like smoking, avascular necrosis, bone density, and severity of osteoporosis.